Manufacturer narrative:
Investigation summary: one used primary sets was received by the customer for investigation. The set was visually inspected and no defects were observed. The set was then primed, pumped for over an hour and functionally tested. The sample functioned as designed and no leakage was observed. The customer's complaint that a double spike blood tubing leaked could not be verified. A device history record review for model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv ckv 3 ss 20dp 20pk had leakage from the tubing. The following information was provided by the initial reporter: "double spike blood tubing leaking. Blood splattered everywhere on the nurse and patient."